Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switch. Inspected the lcd connector and no unlocked connector noted. No button error alarm noted. The insulin pump had cracked case at the display window corners, reservoir tube lip and minor scratched display window.

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 311 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).